Manufacturer narrative:
Per the customer, qc been within acceptable range. A field service engineer (fse) was dispatched on (B)(4) 2010 for this event. The fse replaced the chemistry cartridge (cc) sample syringe barrel, the 3-way valve, and flushed the sample probe. The fse then found tubing leaking between the sample probe and the obstruction detection transducer. The fse replaced the tubing, re-calibrated the system, and ran qc. All results were acceptable and the instrument was running within specifications.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining falsely low magnesium (mg) results that were generated by the unicel dxc 800 pro synchron chemistry analyzer. No erroneous results were reported out of the laboratory. The customer indicated that the low mg results ranged <0.1 mmol/l, which were repeated on an alternate system that recovered within normal range. Patient treatment was not affected in this event.